Event description:
Following a fall (details not reported), the patient had stimulation in the wrong location; the patient had stimulation in the stomach. Add'l info has been requested. A f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).